Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections h-2 ( if follow up, what type), h-3 (device evaluated by manufacturer), h-4 (device mfg date), h-6 (type of investigation, investigation findings and investigation conclusion) and h-10 addtl mfg narrative were inadvertently ommitted from the initial 30 day MDR.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarms did not sound and as a result, the customer experienced feeling "dark" and disoriented, and shaky hands. Customer was unable to self-treat and received treatment of oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarms did not sound and as a result, the customer experienced feeling "dark" and disoriented, and shaky hands. Customer was unable to self-treat and received treatment of oral glucose by a third-party. There was no report of death or permanent injury associated with this event.